Manufacturer narrative:
The device was received and the soft cannula was observed to be kinked, however, the timing and cause of this damage could not be determined. No blood was observed on or within the device. The cannula assembly, bottom housing and adhesive pad were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run. No other damages or defects were found that would result in a failure to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl). The pod was worn between 1 and 4 hours. Hyperglycemia treated by administering correctional bolus, a pen injection, and applying a new pod.